Event description:
It was reported that the device broke during impaction into the pt. The device was removed, and there were no pt complications reported.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 2961436, 510k # k041556 was cleared in the united states. A review of the device history records for this device did not reveal any non-conformances to spec or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.